Manufacturer narrative:
The insulin pump alarmed a33 during prime/a33 test at 4 pounds due to faulty force sensor resistor gold. Unable to perform basic functional tasting due to a33 alarm. The insulin pump has scratched minor display window and cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed an error. The blood glucose reading was 213 mg/dl. No significant events leading to the alarm were observed. It was explained to the customer that during seating, the force sensor did not detect the reservoir, which may have caused the alarm. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.